Event description:
The suspect device exhibited variation in test results when compared with the lab. The following results were reported: inratio, lab 4.5, >10.0.customer to run a comparison at two different clinic sites with the lab using the same lot number of strips. Further follow up to be performed.